Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a 2008k2 hemodialysis (hd) machine's power control board. The machine would not power on and was pulled from service for evaluation. During troubleshooting, the biomed noticed a burning smell during heat disinfect. The burning smell was traced to a burnt resistor (r10) on the power control board. The biomed fixed the machine by replacing the power control board and the triac. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated there were 32,950 hours on the machine at the time of the event. After the repair was completed, the machine was returned to service. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. Photographs of the burnt resistor were also not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a 2008k2 hemodialysis (hd) machine's power control board. The machine would not power on and was pulled from service for evaluation. During troubleshooting, the biomed noticed a burning smell during heat disinfect. The burning smell was traced to a burnt resistor (r10) on the power control board. The biomed fixed the machine by replacing the power control board and the triac. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated there were 32,950 hours on the machine at the time of the event. After the repair was completed, the machine was returned to service. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. Photographs of the burnt resistor were also not available. There was no patient involvement associated with the reported event.